Manufacturer narrative:
Zimmer biomet complaint (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2018 - 00514, 3002806535 - 2018 - 00515. Concomitant products: cat 154725 ¿ lot 399730 ¿ oxf uni tib tray sz c lm PMA; cat 154722 ¿ lot 142650 - oxf uni tib tray sz c lm PMA. This report is being submitted late as it has been identified in remediation. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
Clinical study (B)(6) reported the patient had extreme pain and moderately painful to stand up as well as difficult to kneel and problems walking about and down stairs which has interfered with usual work, along with pain in bed most nights. Also trouble getting in and out of car, limping most of the time, felt knee might give way most of time. Attempts have been made and no further information has been made available at this time.